Event description:
It was reported that the customer experienced a blood glucose (bg) level of "around 500 mg/dl", although a specific value was not provided; cause of bg not known. Elevated bg was attempted to be addressed by manual insulin injection. The customer was hospitalized and bg was treated with intravenous fluids of insulin, potassium, and saline. Treatment resolved the issue and the customer had no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospital release date, however, no response was received. System check with tandem technical support confirmed the pump was functioning as intended.